Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the customer is currently not on the cgm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 409 mg/dl. The customer reported that insulin pump had insulin flow block alarm. The customer was changed the site due to his high blood glucose. The customer checked the blood glucose and it was found that 408 mg/dl. The device will not be returned for the analysis. Frn-unk-rsvr, unomed set.